Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cystic mass, necrotic, necrosis of left ovary") and ovarian necrosis ("reproductive system disorder or condition type of disorder or condition: left ovarian cystic mass, necrotic, necrosis of left ovary") in an adult female patient who had essure (batch no. B02286 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included renal calculi. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea/nausea"), headache ("headaches/migraines / headaches"), anxiety ("hormonal changes describe: anxiety"), rash generalised ("rashes or skin conditions type: itchy rash inside body and out"), migraine ("migraines / headaches"), dental caries ("dental problems teeth are rotting, 3-4 teeth will fall out"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vomiting ("gastrointestinal or digestive system condition type: vomiting, constipation"), constipation ("gastrointestinal or digestive system condition type: vomiting, constipation"), alopecia ("hair loss"), weight increased ("weight gain / loss specify which one: weight gain") and hypoaesthesia ("pain numbness in legs"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurry"). In 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), ovarian necrosis (seriousness criterion medically significant), seizure ("seizure"), hypertension ("other injury(ies) or complication please describe: high blood pressure") and uterine leiomyoma ("uterine fibroids"). In 2017, the patient experienced menorrhagia ("abnormal and heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), depression ("depression / psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), gastritis ("abdominal inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (left salpingo-oophorectomy to remove the left-side essure devices on (B)(6) 2016), surgery (left salpingo-oophorectomy) and surgery (left salpingo-oophorectomy). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, procedural pain, nausea, headache, depression and gastritis had not resolved and the vaginal haemorrhage, anxiety, rash generalised, migraine, ovarian cyst, ovarian necrosis, dental caries, seizure, dysmenorrhoea, dyspareunia, vision blurred, vomiting, constipation, alopecia, weight increased, hypertension, uterine leiomyoma and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, constipation, dental caries, depression, dysmenorrhoea, dyspareunia, gastritis, headache, hypertension, hypoaesthesia, menorrhagia, migraine, nausea, ovarian cyst, ovarian necrosis, pelvic pain, procedural pain, rash generalised, seizure, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from health care provider, since having the surgery, her symptoms are not resolved. Still suffers from the above mentioned symptoms and is currently investigating her options for removal of the right-side essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 14-aug-2018: update of information (batch is invalid) incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cystic mass, necrotic, necrosis of left ovary") and ovarian necrosis ("reproductive system disorder or condition type of disorder or condition: left ovarian cystic mass, necrotic, necrosis of left ovary") in an adult female patient who had essure (batch no. B02286) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included renal calculi. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), nausea ("nausea/nausea"), headache ("headaches/migraines / headaches"), anxiety ("hormonal changes describe: anxiety"), rash generalised ("rashes or skin conditions type: itchy rash inside body and out"), migraine ("migraines / headaches"), dental caries ("dental problems teeth are rotting, 3-4 teeth will fall out"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vomiting ("gastrointestinal or digestive system condition type: vomiting, constipation"), constipation ("gastrointestinal or digestive system condition type: vomiting, constipation"), alopecia ("hair loss"), weight increased ("weight gain / loss specify which one: weight gain") and hypoaesthesia ("pain numbness in legs"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurry"). In 2016, the patient experienced ovarian cyst (seriousness criterion medically significant), ovarian necrosis (seriousness criterion medically significant), seizure ("seizure"), hypertension ("other injury(ies) or complication please describe: high blood pressure") and uterine leiomyoma ("uterine fibroids"). In 2017, the patient experienced menorrhagia ("abnormal and heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), depression ("depression / psychological or psychiatric problems condition: depression") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery"), gastritis ("abdominal inflammation") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (left salpingo-oophorectomy to remove the left-side essure devices on (B)(6) 2016). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, procedural pain, nausea, headache, depression and gastritis had not resolved and the vaginal haemorrhage, anxiety, rash generalised, migraine, ovarian cyst, ovarian necrosis, dental caries, seizure, dysmenorrhoea, dyspareunia, vision blurred, vomiting, constipation, alopecia, weight increased, hypertension, uterine leiomyoma and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, constipation, dental caries, depression, dysmenorrhoea, dyspareunia, gastritis, headache, hypertension, hypoaesthesia, menorrhagia, migraine, nausea, ovarian cyst, ovarian necrosis, pelvic pain, procedural pain, rash generalised, seizure, uterine leiomyoma, vaginal haemorrhage, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: patient sought medical attention for her symptoms from health care provider, since having the surgery, her symptoms are not resolved. Still suffers from the above mentioned symptoms and is currently investigating her options for removal of the right-side essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion . Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abdominal pain. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and mr received. Essure lot number added. Events per pfs: abnormal bleeding (vaginal, menorrhagia), hormonal changes describe: anxiety, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rash inside body and out, migraines / headaches, reproductive systemdisorder or condition type of disorder or condition: left ovarian cystic mass, necrotic, necrosis of left ovary, nausea, dental problems, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vision/eye problems type: blurry, gastrointestinal or digestive system condition type: vomiting, constipation, hair loss, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: high blood pressure, uterine fibroids were added, numbing in legs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal and heavy menstrual bleeding"), abdominal pain ("abdominal pain"), procedural pain ("painful post-operative recovery"), nausea ("nausea"), headache ("headaches"), depression ("depression") and gastritis ("abdominal inflammation"). The patient was treated with surgery (on (B)(6) 2016 underwent a left salpingo-oophorectomy to remove the left-side essure devices). At the time of the report, the pelvic pain, menorrhagia, abdominal pain, procedural pain, nausea, headache, depression and gastritis had not resolved. The reporter considered abdominal pain, depression, gastritis, headache, menorrhagia, nausea, pelvic pain and procedural pain to be related to essure. The reporter commented: patient sought medical attention for her symptoms from health care provider, since having the surgery, her symptoms are not resolved. Still suffers from the above mentioned symptoms and is currently investigating her options for removal of the right-side essure device. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.